Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that immediately following lead implantation, a chest x-ray confirmed that the left ventricular (lv) lead was slightly dislodged. The lv lead remains in use and is being monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.